Event description:
The customer reported that she takes her blood glucose reading and it will be high 290 mg/dl-328 mg/dl. She then rechecks and gets a reading of 119 mg/dl-148 mg/dl within 10 minutes. The exact values were not provided. The lot number was not provided. No adverse event was reported. The suspect device could not be requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.